Event description:
Approximately 2 years and 9 months post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation was most likely due to stenosis. Per the medical record review, an explanation was not provided in the medical records received as to why the valve was explanted. The exact cause of the reported "severe aortic stenosis" that led to the valve explant remains unknown at this time. As noted in the medical record review, the patient had an indwelling PICC line in their right upper extremity for reasons not provided. Whether the patient was under ab treatment for endocarditis remains unknown.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Review of the operative report found the reason for the valve explantation was diagnosed as "suspected endocarditis of a bioprosthetic aortic valve and severe stenosis". Chronic vegetation material was found on the valve.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b5, and b7. H6 (impact code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). Per the initial report, the device was explanted and replaced with a surgical valve approximately 2 years and 9 months post-implantation of a 23mm sapien 3 ultra valve in the aortic position. Additional information received via medical records indicates the explant was related to valve endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest valve endocarditis caused or contributed to the valve explant. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.